Event description:
Started using contact lens in 1998. In jan 2006 she used the renu solution and she developed pain, sensitivity and oozing from the eyes. She saw an optometrist who prescribed erythromycin and gentamycin. However the pain persisted. Then she saw a corneal surgeon when the eye remained pink. The surgeon diagnosed corneal inflammation and was put on vigamox and tobradex. She felt better but used the renu solution again when she visited her boyfriend. She has since changed to alcon optifree.